Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('mine were almost pking out of my tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), headache ("headache"), dysgeusia ("metal taste") and constipation ("not passing gas or movement during my removal surgery") and was found to have weight increased ("I 'm still working on losing weight"). The patient was treated with surgery (salpingectomy and essure coil removed). Essure was removed. At the time of the report, the fallopian tube perforation, pelvic pain, headache, weight increased, dysgeusia and constipation outcome was unknown. The reporter considered constipation, dysgeusia, fallopian tube perforation, headache, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff claiming she was able to gave only tubes and coils. She woke up feeling like a new person. She'll still working on losing weight but like penny her metal taste was gone right away as was her pelvic pain and headaches. Concerning the injuries reported in this case, the following ones were confirmed in social media : pelvic pain, headaches, metal taste, I'm still working on losing weight, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event constipation added. New reporter added. Fu 3 & 4 process together. On 20-mar-2020: fu 3 & 4 process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('mine were almost pking out of my tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), headache ("headache") and dysgeusia ("metal taste") and was found to have weight increased ("I 'm still working on losing weight"). The patient was treated with surgery (salpingectomy and essure coil removed). Essure was removed. At the time of the report, the fallopian tube perforation, pelvic pain, headache, weight increased and dysgeusia outcome was unknown. The reporter considered dysgeusia, fallopian tube perforation, headache, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff claiming she was able to gave only tubes and coils. She woke up feeling like a new person. She'll still working on losing weight but like penny her metal taste was gone right away as was her pelvic pain and headaches. Concerning the injuries reported in this case, the following ones were confirmed in social media : pelvic pain, headaches, metal taste, I'm still working on losing weight, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs (social media)received: event mine were almost poking out of my tube was added and case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.